Event description:
Patient presented to the physician with ongoing soreness at the neck incision site. Physician prescribed pain medication and referred the patient to physical therapy.

Event description:
Patient presented back to the physician with continued pain at the neck incision site, and a knot had developed at the site. Physician referred the patient to a physical therapist, and currently undergoing physical therapy for pain management. Physician will re-evaluate the patient following the upcoming surgical consultation.

Event description:
Patient presented back to the physician with continued pain and wound dehiscence at the neck incision site, exposing the stimulation lead. Examination of the area by the physician revealed stimulation lead erosion with purulent discharge. Physician brought the patient into the or and removed the entire inspire system.